Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that patient presented with implantable cardioverter defibrillator (ICD) that was exhibiting undersensing. No changes or intervention was reported. There were no patient consequences.